Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the reason for the placement of the device was their short torso. It was hard to keep the charging pad in place at its current location, but their doctor thought it was the best location for the implant. The patient stated they have to be aware of how they place the charger, but it seems to be working.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the controller does not work, controller went dead and they plug the controller into the outlet and the screen is still blank. Patient stated they have been having trouble on/off for about 3 months. Patient stated they went to charge the ins this morning and controller screen went blank. Patient stated there is no power on the controller screen. Assisted patient with resetting the controller, after reset, controller power on when plug into the outlet and recharging. Controller showed ins 30% and controller 90% and recharging. Asked patient to inspect the rtm for damage and patient said there is no visible damage on the rtm. Asked patient to start a charging session and controller showed excellent recharging quality. Reviewed best practice to recharge the devices. Patient mentioned the ins is in weird spot to charge. Recommend monitoring the devices and callback for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue.